Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: water tightness check failed and there was damage on cable unit based on the results of the investigation, it is likely the following led to the malfunction: failed water-tightness and for the failed water tightness was due to damage to the cable unit, however, a root cause could not be identified for the damage on the cable unit should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head had physical damage and the metal inside the cables could be seen. The event occurred during maintenance. There were no reports of patient involvement.